Event description:
A medtronic representative reported the site's awl tip snapped when the surgeon was removing it from the patient's vertebra after hammering it in. He explained the surgeon was pulling out the awl probe tip (apt) awl tip from the left side of l3 of the patient when the tip snapped off. The surgeon was able to complete the surgery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
According to the customer awl broke after six uses. The break occurred about one inch from the tip end of the device. The device is made out of 455 stainless steel. Broken surface of awl was visually evaluated via scanning electron microscopy (sem). The root cause of the material fracture could not be determined. No obvious manufacturing defects or misuse of the device were noted. The primary fracture mechanism is brittle and the fracture surface could be consistent with bending load. The fracture surface doesn't appear to be consistent with axial compression loading or torsional loading. Issue resolved by sending a replacement awl to the user.

Manufacturer narrative:
The part has been received by the manufacturer for evaluation and is currently in progress.